Event description:
It was reported that approximately fifteen months post stent graft placement, the stent graft migrated. Reportedly, the stent graft was implanted to treat a 70% stenotic lesion at the venous anastomosis of an av graft (brachial artery to basilic vein). An 8 x 5 stent graft was successfully deployed and post-dilated with an 8 x 4 balloon, resulting in a 20% residual stenosis. There were no complications during the implant procedure. Fifteen months post-placement, an 80% stenosis was noted at the venous anastomosis and the stent graft which had been previously placed there had migrated into the left subclavian vein, occluding at the site. Balloon angioplasty was used to completely resolve the stenosis at the venous anastomosis; however, attempts to cross and treat the occlusion in the subclavian vein were unsuccessful. Angiography revealed that a collateral vein had formed, bypassing the occlusion. No further intervention was attempted on the occlusion in the subclavian vein. The patient is reported to be stable.

Manufacturer narrative:
The stent graft remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.